Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes customer found rubber pieces in the tube which then lead to clog. The following information was provided by the initial reporter. The customer stated: "we have detected rubber pieces at the bottom of the tubes and also found rubber pieces in the prediluent tray of the hematology analyzers. Cell-dyn sapphyre and ruby analyzers are clogged because of this issue.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-12-06. H.6. Investigation summary: bd received 5 photographs and 20 samples from the customer in support of this complaint. The photos were evaluated and show a filled tube with a small piece of rubber stopper stuck at the bottom, also a piece of equipment and cotton buds with grey particles on them. Additionally, the 15 customer samples, along with 10 retained samples from the bd inventory were functionally tested, and no stopper coring was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, functionally testing of the returned and retained tubes did not confirm the reported defect. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes customer found rubber pieces in the tube which then lead to clog. The following information was provided by the initial reporter. The customer stated: "we have detected rubber pieces at the bottom of the tubes and also found rubber pieces in the prediluent tray of the hematology analyzers. Cell-dyn sapphyre and ruby analyzers are clogged because of this issue.¿